Event description:
3/8/2002 pt reports being spontaneously awakened with chest pain with admission and treated with thrombolytic therapy. Chest pain resolved within 1 hour. EKG changes resolving. 2002 left heart cath, coronary arteriography and angioplasty with intra-coronary stent placement of the mid right coronary artery. Heparin 6500 units and reopro bolus and drip administered. 6 french perclose used to close femoral artery. Op site dressing applied. Pt maintained on bedrest with leg straight dressing dry. Firm hematoma noted 1 hour post procedure. Reopro drip stopped. Hand held pressure applied followed by fem stop. No additional increase in size of hematoma noted. Fem stop removed after 8.5 hours.